Event description:
It was reported that the physician observed a high impedance error message while interrogating one of their patient's vns devices. It was additionally noted that during this interrogation, the device registered that the battery status was at 50-75%, and the output current was low. The patient was sent for x-rays; however the hospital would not release the x-rays. It was additionally mentioned that the patient had no increase in seizures and did not experience any trauma or falls leading up to the reading. After applying ohm's law, it is not expected that the device would be able to deliver the programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. Therefore, the low output current is happening as a result of the high impedance. Further follow up with the physician confirmed that the x-ray confirmed a lead break. The patient has not had an increase in seizures, so the physician has decided to hold off on doing a replacement for now. No known surgical intervention has occurred to date. No other relevant information has been received to date.